Event description:
During the procedure contrast medium was seen exiting from two sections of the spinnaker elite flow directed catheter 1.8 f-l w/hydrolene. The microcatheter was withdrawn and during test filling outside the pt the distal tip expanded and then ruptured, with some sort of occlusion in the distal terminal lumen. No clinical sequelae were reported as a result of this event.